Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a small elliptical left ventricular outflow tract (lvot), the valve was slowly released, however moved up to an implant depth of 0 mm on the non-coronary cusp and 4 mm on the left coronary cusp. A transesophageal echocardiogram (toe) indicated moderate to severe aortic regurgitation (ar). Subsequently, a second transcatheter bioprosthetic valve was implanted slightly lower to improve the seal and to decrease the regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.